Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual inspection was performed and a hole was found on the joint of the catheter below the hub. Additionally, the catheter was cut approximately 2 cm below the cuff. The sample returned was submitted to an underwater test. Bubbles were found coming out from both lumens, below the hub. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. Do not use acetone on any part of the catheter. A possible root cause can be due to improper use of cleaning agents or excessive force. This event will be handled through a formal corrective and preventative action and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports a leak in the y junction (bifurcate). The catheter was placed (B)(6) 2014. The catheter was replaced (B)(6) 2015. The dwell time was 1 year and 1 month.